Event description:
It was reported that approximately 7 years and 10 months following the implant of the transcatheter bioprosthetic valve an echocardiogram identified severe transvalvular regurgitation. Intravenous diuretic was provided. Surgical work-up which included a coronary angiography was reported. Patient complications have not been reported as a result of this event. Approximately 3 months later the patient underwent a surgical procedure for the explant of the transcatheter aortic valve. Hospitalization was required. A surgical valve was implanted, and a coronary artery bypass was also performed. An intra-aortic balloon pump was placed. Blood products were given for the expected post-operative anemia from the surgical valve implant. Two units of fresh frozen plasma (ffp), 2 units of platelets, and 2 units of cryo were given intra-operatively. Three units of packed red blood cells, 1 cryo, and 1 unit of platelets were given post-operatively. Pressor support was required. A swan catheter placed. The ejection fraction measured 20%. The day following the valve implant a transesophageal echocardiogram (tee) was performed and biventricular heart failure was identified with an ejection fraction less than 15%. Cardiogenic shock was noted and a need for vasopressor medication. As result, an impella device replaced the balloon pump and venoarterial extracorporeal membrane oxygenation (va ECMO) was placed. The biventricular heart failure was reported as related to the surgical valve implant procedure. Two days following the valve implant the expected blood loss from the valve intervention was greater than expected. Multiple hemoglobin draws ranged from 7.1 to 11.2. On this date, the hemoglobin measured 8. As result, 1 unit of packed red blood cells was transfused. Continuous renal replacement therapy (crrt) was also required. Threedays following the valve replacement a chest ultrasound identified a left pleural effusion. Treatment was not required for the effusion. This same day an echocardiogram showed a decreased ejection fraction. ECMO support required. This was reported as probably related to the surgical valve implant procedure. The severe transvalvular regurgitation event was reported resolved without sequelae 8 days following the valve replacement procedure. However, it was also reported that transaminitis levels trended down. Liver shock occurred secondary to the cardiogenic shock. The cardiogenic shock was reported as related to the surgical valve and its implant procedure. Ultimately, the patient died 8 days following the transcatheter valve replacement. The death type was reported as cardiac. Additional information received indicated that the death was caused by the cardiogenic shock that occurred following the implant of the surgical valve and its implant procedure to replace the transcatheter aortic valve (tav) due to severe aortic insufficiency.

Manufacturer narrative:
Corrected data: b5 (first and second paragraph) - severe transvalvular regurgitation was reported and not paravalvular leak (pvl). H6 - annex e, annex a, annex g - severe transvalvular regurgitation was reported and not paravalvular leak (pvl). Updated data: b5 (third paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the valve was received inside a specimen jar without solution. Visual evaluation of the valve noted leaflet 1 (l1) and leaflet 3 (l3) appeared to be in a closed position while leaflet 2 (l2) was in an open position towards the frame wall. Leaflet dehiscence on l1 and l3 appeared to be associated with incomplete leaflet coaptation. All leaflets were tan and flexible. Leaflet dehiscence (approximately 10 mm) was observed on l1, along the superior coaptive junction of commissure 3-1. Manufacturing sutures on the margin of attachment appeared intact. A large fold was noted on the belly of the leaflet. A small dehiscence (approximately 2 millimeters (mm)) was noted on the free margin of l1, approaching commissure 1-2. Leaflet dehiscence (approximately 7mm) was observed on l2, along the inferior coaptive area between leaflet 2 and leaflet 1. The leaflet appeared to remain attached to the commissure. Thick pannus extended onto the leaflet of the shoulder. Leaflet dehiscence (approximately 12mm) was noted on l3, along the superior coaptive junction of commissure 2-3. Tissue along the dehiscence appeared textured. Manufacturing sutures on the margin of attachment appeared intact. A small fold was noted on the belly of the leaflet. Tan pannus covered commissure 3-1 and there was the inability to assess the condition due to the host tissue growth. Thick pannus encapsulated commissure 1-2 and commissure 2-3 and there was the inability to assess the condition due to host tissue growth. Multiple broken sutures were noted along the outer valve skirt where the host tissue growth was present. No damage such as kinks or bends were observed on the frame. Thick, tan pannus was adhered to the outflow frame of l2 and l3, extending and covering the front and back of all commissures. Glistening tan pannus remained attached to the outside of the frame extending to the outflow margin of attachments of all leaflets. Thick, tan pannus lined the inflow crown extending into the inner lumen. An unknown amount of pannus may have been removed during explant. Radiography did not reveal calcification or frame fractures on the returned valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 10 months following the implant of the transcatheter bioprosthetic valve an echocardiogram identified severe paravalvular leak (pvl). Intravenous diuretic was provided. Surgical work-up which included a coronary angiography was reported. Patient complications have not been reported as a result of this event.

Manufacturer narrative:
Updated data: d4: UDI h6: annex d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device analysis: the product has been returned and the results of the analysis are pending. Updated data: b2, b5, b6b, b9, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Approximately 3 months later the patient underwent a surgical procedure for the explant of the transcatheter aortic valve. Hospitalization was required. A surgical valve was implanted and a coronary artery bypass was also performed. An intra-aortic balloon pump was placed. Blood products were given for the expected post-operative anemia from the surgical valve implant. Two units of fresh frozen plasma (ffp), 2 units of platelets, and 2 units of cryo were given intra-operatively. Three units of packed red blood cells, 1 cryo, and 1 unit of platelets were given post-operatively. Pressor support was required. A swan catheter placed. The ejection fraction measured 20%. The day following the valve implant an transesophageal echocardiogram (tee) was performed and biventricular heart failure was identified with an ejection fraction less than 15%. Cardiogenic shock was noted and a need for vasopressor medication. As result, an impella device replaced the balloon pump and venoarterial extracorporeal membrane oxygenation (va ECMO) was placed. The biventricular heart failure was reported as related to the surgical valve implant procedure. Two days following the valve implant the expected blood loss from the valve intervention was greater than expected. Multiple hemoglobin draws ranged from 7.1 to 11.2. On this date, the hemoglobin measured 8. As result, 1 unit of packed red blood cells was transfused. Continuous renal replacement therapy (crrt) was also required. Three days following the valve replacement a chest ultrasound identified a left pleural effusion. Treatment was not required for the effusion. This same day an echocardiogram showed a decreased ejection fraction. ECMO support required. This was reported as probably related to the surgical valve implant procedure. The severe paravalvular leak (pvl) event was reported resolved without sequelae 8 days following the valve replacement procedure. However, it was also reported that transaminitis levels trended down. Liver shock occurred secondary to the cardiogenic shock. The cardiogenic shock was reported as related to the surgical valve and its implant procedure. Ultimately, the patient died 8 days following the transcatheter valve replacement. The death type was reported as cardiac.